Manufacturer narrative:
D10. Concomitants: unkown truliant insert from 2020. 5603049, 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t 5611018, 200-07-35 - advanced patella 35mm 3 peg implant 5699869, 201-78-15 - holding pin mini sharp point 4 pk pending investigation.

Event description:
It was reported that a patient had a right knee revision, reason not provided. Initial implant (B)(6) 2018 and a total knee revision on (B)(6) 2023. Total revision approximately 4 years 10 months after initial implant. For all other implants and the patient was revised to exactech devices. Reported event is not related to breakage of device and did not lead to surgical delay/prolongation. Patient was last known to be in stable condition following the event. There is no other patient/medical information provided. There is no information about the revision surgical procedure provided. There is no other information provided.

Manufacturer narrative:
Additional manufacturer narrative- h6. Health effect - clinical code & medical device problem code. Correction- d4 tibial insert information is unknown, d6a for tibial insert date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h4, h6. MDR section codes updated/corrected: b, c, d, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information was not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.